Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2016-dec-22 from the company representative. It was reported that the patient was the initial reporter of the pump motor stall.

Event description:
Information was received from a company representative regarding a patient who was receiving dilaudid 2 mg/ml; 0.6092 mg/day via an implantable pump. Indication for use was non-malignant pain and spinal pain. The date of the event was (B)(6) 2016. It was reported a motor stall was seen at initial interrogation. The pump was read (B)(6) 2016 and the stall occurred at 0900 and had not recovered. There was no known magnetic influence like MRI. It was unknown if the patient recently had MRI. The healthcare professional gave the patient oral dilaudid on (B)(6) 2016. The patient experienced a gradual change in therapy/symptoms with a return of pain symptoms over the weekend and was admitted to the hospital. On (B)(6) 2016 the pump was interrogated for the replacement surgery and a stopped pump may exceed tube set message occurred. The cause of the motor stall was not determined. The pump was explanted and replaced on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.